Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) from off-site and reported that universal surgical manipulator (usm1) was experiencing a repeated recoverable fault with error 23062. The customer was able to recover the fault and continue, but the error persisted. The tse recommended performing a hard reboot on the patient side cart (psc). The customer confirmed the need for all four usms for the procedure and decided to swap out the psc to proceed with the case. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) due to repeated errors 23062. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm1.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported error was confirmed and replicated. A review of system logs found the 23062 error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where no error was triggered. The usm was then installed onto a patient side cart fixture test platform (pftp) where friction test was found to be failing on the ¿0x5¿ axis. Once testing was completed, the carriage degree of freedom (dof) was further inspected and was verified to be the source of the fault. The probable root cause is attributed to sensor errors in a faulty carriage instrument sterile adapter (isa) and mechanical defects associated with a faulty carriage dof 5-8, both components located within the usm. This issue can be resolved by replacing the usm or disabling the affected usm to complete the procedure.

Event description:
Refer to h11 for follow-up information.